Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during basic occlusion test due to loose / protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit received with minor scratched display window, broken battery tube threads, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and prime rewind anomaly. The current blood glucose was 350 mg/dl. Customer treated high blood glucose with injections. Customer stated that, for the past week she has been receiving the low reservoir message and takes the reservoir out and states its not empty and this morning states she received an compromised force sensor system alert and has been having some highs as well. They are unable to describe any possible damage to the drive support cap. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and to revert to back up plan per healthcare professional instructions. The device will be returned for analysis.